Event description:
Dealer states the unit is not functioning properly. The chair goes in circles.

Manufacturer narrative:
(B)(4) has been initiated for this issue. The malfunction has not been confirmed.